Manufacturer narrative:
Truepass needle single sterile pack of five used for treatment, were not returned for evaluation. There was no relationship between the reported event and the device. The allegation stated: ¿the needle was broken when surgeon stick twice.¿ product was not available for evaluation. Definitive conclusions, accurate investigation and evaluation were limited without evaluation of physical product. The complaint could not be ultimately confirmed. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, product knowledge. Per instructions for use: ¿as with any surgical device, careful attention should be exercised to ensure that excessive force is not placed on this device. Excessive force can result in the failure of this device. Ensure adequate visibility when using the device. Should the needle tip become lodged (e.g., in bone), the needle should be disengaged by retracting it back through the suture passer. Twisting or bending of the needle in an attempt to dislodge the needle tip may result in breakage of the needle and needle parts may not be retrievable. Discard the needle and use a new needle.¿ complaint history review found no other reports for this lot. Product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the cuff repair procedure, the needle was broken when surgeon stick twice. A backup device was available to complete the procedure with no significant delay or patient injuries.